Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the wrong lid was placed for this item could not be verified due to the product not being returned for failure investigation. According to the device history record review process, the result showed there were no issues reported as wrong lids during the manufacturing process for the lot number reported (2197909) under this complaint. A review of the ncmr¿s was performed; the result showed no issues reported for the same part number and issue throughout the last twelve months. Based on this investigation and information provided by customer it was not possible to determine the root cause like a failure mode related to the manufacturing process since there was not enough information provided like the packaging used to send material to end user, a method used to repackage, shipped partial sells and controls to storage and avoid a mixture of the remaining product within distributor facility.

Event description:
It was reported by the customer that the wrong lid was placed on bd point-of-use sharps collectors. The following information was provided by the initial reporter: wrong lid was placed for this item.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the wrong lid was placed on bd point-of-use sharps collectors. The following information was provided by the initial reporter: wrong lid was placed for this item.